Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot 4750947 was reviewed and a poppet sub-component was found that a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was reported to leak an unspecified chemotherapy when the device was in use for one hour. There was patient involvement and an unspecified adverse event but no delay in therapy reported.